Manufacturer narrative:
The manufacturer previously reported a failure of the inlet air path assembly. The inlet air path assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the inlet air path assembly failing was found to be consistent degradation caused by environment/chemical exposure.

Manufacturer narrative:
It was initially reported that a ventilator was emitting black particles. The device was evaluated by the manufacturer and the particles were found to have been caused by the airpath foam separating from the housing and entering the blower assembly. The device was not repaired, it was scrapped.

Event description:
The manufacturer received information alleging a ventilator was emitting black particles. There was no harm or injury reported. The device is currently being evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.